Manufacturer narrative:
The broken patient circuit was not returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the patient circuit (pediatric, non-heated with o2) broke by its filter during patient use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. The part number and lot code for the broken patient circuit was not reported, as a result, section model number and catalog number are "unknown." Ventec has made multiple attempts to contact the reporter in order to obtain additional information, however, no response has been received. Additionally, information for the vocsn device was not provided by the reporter. As a result, section serial number and UDI number are "unknown", and section device manufacturing date shall be left blank.

Manufacturer narrative:
New information for supplemental medwatch report 001 - the reporter responded to ventec's request for additional information about the patient. The reporter advised that the patient, a 9 year-old male, survived the reported event. Additionally, the reporter advised that the patient weighed between 40-60 lbs. Section a has been updated, accordingly.